Event description:
Additional information was received which indicated that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to normal battery depletion (nbd). No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported high pacing impedances, loss of capture, and muscle stimulation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing impedances for the left ventricular (lv) lead connected to this device were intermittently high out of range. Failure to capture and stimulation were also noted. The lv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This cardiac resynchronization therapy defibrillator (crt-d) remains in service.